Event description:
It was reported that (1) device was used during a diagnostic laparoscopic procedure. It was reported by the rep that the 355hr trocar was being used. The surgeon inserted a standard reusable grasper into the trocar and on second insertion, he noticed that the top seal had ripped and fallen into the pt. He retrieved the piece from the pt. Another trocar was used to complete the case. There was no consequence to the pt.